Manufacturer narrative:
Philips has investigated this complaint. It was reported that the t wireless footswitch pedal failed. The philips field service engineer (fse) checked the system onsite and confirmed that there was no problem found with the wireless foot switch. Upon inspection, fse found that the customer forgot to charge the wireless foot pedal. Later, fse charged the wireless footswitch. After the charge, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the t issue addressed in the field safety corrective action 2021-igt-bst-020 medical device correction z-0476-2022.but it is related to charge wireless foot pedal. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch of the azurion device failed. The device was inside of clinical use at the time of the event. No harm was reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.